Event description:
It was reported that one epicardial lead was fractured and the second epicardial lead had elevated capture thresholds and high bipolar impedance. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that one epicardial lead was fractured and the second epicardial lead had elevated capture thresholds and high bipolar impedance. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the right atrial lead had no capture or sensing and there was a presumed fracture. It was also reported that the left ventricular had no capture programmed bipolar. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, was analyzed and the distal conductor was fractured. It was noted the proximal conductor is fractured, the outer insulation is breached cut, has a white substance and cosmetic depression; the lead was stretched. (B)(4)the full lead was returned in segments, was analyzed and the distal conductor was fractured. It was noted the proximal conductor fractured, there was blood/body fluid on all conductors ( not obstructed), the outer insulation was breached cut, had a white substance and cosmetic depression and the lead was stretched.

Manufacturer narrative:
Additional information received indicated the right atrial lead had no capture or sensing and there was a presumed fracture. It was also reported that the left ventricular had no capture programmed bipolar. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.